Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle and cartridge change was performed to address the issue. Additionally, it was reported that the customer had to complete the fill tubing process multiple times. Customer loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose level was 381 mg/dl.